Event description:
Reportedly, during implantation procedure, some difficulties were encountered to extend the helix.

Event description:
Reportedly, during implantation procedure, some difficulties were encountered to extend the helix.

Manufacturer narrative:
Analysis synthesis: upon reception of the lead, the distal part of the lead was bent, and the screw was extended, bent and damaged. Those deformation probably occurred during the implantation procedure due to excessive lead manipulation. Given the condition of the distal part of the lead, the fixation mechanism was not working. However, based on the return condition, the root-cause of the reported event cannot be clearly determined. This case is recorded for trending purposes. Please refer to the attached report.